Event description:
Rv lead noise discovered via home monitoring. In office check confirmed. System extracted. During extraction fracture observed in proximity to the device header. Stylets were unable to pass through the lead. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the df-1 connector pin. A proximal fragment (including the yoke and the connector pins) and a distal fragment (including rv shock coil and the lead tip) were returned for analysis. A medial fragment (approximately 11cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed 30cm proximal to the lead tip that the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Further damages such as a deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.